Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to release. Hemostasis was achieved by manual compression. There was no reported patient injury. There was no difficulty connecting the exoseal vcd with the vascular sheath introducer, and no resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The deployment button was fully depressed and flush against the handle, and there was no issue with or damage to the deployment lever. Approximately 1¿2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient. Upon removal, the plug was found fully inside the shaft, and the indicator wire was still visible. One exoseal device was used on the patient. The catheter sheath introducer used, including its manufacturer, model, and size, is unknown. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no obvious signs of device or package damage before use. The exoseal vascular closure device (vcd) was used in an interventional procedure. There were no visible signs of device or package damage prior to use, and the device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. The device will be returned for evaluation.